Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1. However, after deployment, the first clip detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.